Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt confirmed fluid is coming from the cassette door but could not identify the origin of the leak. Pt states no ill effects or antibiotics administered. Denies fevers, chills or pain. Effluent has remained clear. Sample is available to evaluation.